Event description:
During removal of the stent delivery system, the stent dislodged and remained in the proximal aspect of the target vessel. A balloon was inserted and the stent was expanded at the site. The procedure was resumed, but the pt, who was admitted with an acute myocardial infarction, expired during the procedure.